Manufacturer narrative:
This rv lead was unintentionally disposed of at the hospital, so therefore will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that, during a routine follow-up procedure, this right ventricular (rv) lead exhibited the following measurements: sensing 6.5 mv, impedance 604 ohms, and threshold 7.0 v. There was also noise observed on the pace/sense channel. The noise was occasionally oversensed, and detected. After reviewing the electrogram, it was observed the noise did not result in greater than 2 seconds of asystole. This patient was not pacemaker dependent. There were no inappropriate episodes stored. The physician elected to reprogram the detection time to be longer, and scheduled a rv revision procedure. This rv lead was explanted without any issues. When the physician was implanting the new rv lead, it was not possible to get the lead into the vessel again. The decision was made to stop the procedure, and perform am angiography of the veins. The ports of the associated device were plugged, and the device was re-implanted in the pocket (tachy mode switched off). A rv lead implant procedure will take place in the near future. There were no adverse patient effects reported.